Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without any black particulate or evidence indicative of foam degradation inside the unit.

Manufacturer narrative:
Section h6 health effect - clinical code & section h10 captured incorretly in previous reports, it should be reported as: the manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The patient alleged having issues with breathing and particles in the line. He also states the airflow has gotten worse as well. There was no report of patient harm or injury.

Event description:
The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.